Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient noticed a fluid leak when removing the cassette following treatment. Additional information has been solicited. The set has not been made available for evaluation.